Manufacturer narrative:
One used device was received for evaluation on 12/14/2023. The used d1000 tego connector was confirmed to have seal tearing adjacent to the thread post. Seal doming was also observed. Subsequent disassembly revealed body post flash that could result in the seal hanging up on the post. The probable cause of the stovepipe flash is typical of a molding error during molding in manufacturing. The probable cause of the seal tearing cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a tego connector. The customer stated that the rubber of the tego connector was damaged. The problem was noticed after dialysis started, and the tego connector was replaced with a new one. The number of treatments that took place with the tego in question before the problem occurred was unknown. It was not known if the patient lost blood. There were no problems reported regarding the patient's status/condition after the incident. The patient did not require additional treatments. There was patient involvement and no patient harm.